Event description:
Pt's asr hip was revised to poly for pain issues. Black/gray fluid with metal particles was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.